Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The lot history record was reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were found to be related to the current complaint. Patient is a 62-year-old female who had an amds40-de implanted on (B)(6) 2025. Adverse event#: 1 reported a cerebrovascular/neurologic event as ¿hemiparesis right¿ with an onset date on (B)(6) 2025 with an end date on (B)(6) 2025. The event was deemed ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿life-threatening illness or injury.¿ no treatment was provided, and the event outcome was documented as resolved. It is important to note that amds device was not removed, and the patient remained in the study. Per additional information provided in the medical records, early postoperative course was complicated by a hemiparesis on the right, which regressed completely during the follow-up. A postop CT on (B)(6) 2025 showed regular function of the prothesis. No known medical history was recorded. CT images were provided by the study team on (B)(6) 2025. The images were reviewed and indicated no significant findings. The reviewer stated ¿implanted amds device is without abnormalities. Based on the data provided, no connection between the procedure and the hemiparesis on the right side can be established.¿ the reviewer agreed with the complaint description. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g., transient ischemic attack (tia), stroke, neuropathy)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - (B)(6). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, protect study patient experienced "hemiparesis right." This event is recorded as unlikely related to the amds device and probably related to the amds implant procedure. The event was logged as a life-threatening illness or injury. No treatment was provided. The event outcome is listed as resolved. The amds device was implanted on (B)(6) 2025.